Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that the reported phenomenon was duplicated due to breakage of the camera cable near the camera head. When the cable was kinked interference stripes appeared in the endoscopic image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the procedure it seemed that inside the subject device was broken. During the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that the endoscopic image was noisy. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. We surmised that interference fringes appeared on an image because video communication could not be transmitted to the processor due to the cable damage. It is possible that the cable damage was caused by user operation. It seemed like the cable was disconnected due to a kink in the cable. If additional information becomes available, this report will be supplemented.